Event description:
The customer reported a self test error, 90005. The customer further informed philips they tried replacing the lithium ion battery but the issue remains. There was no report of patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a self test error, 90005. There was no report of patient involvement.